Event description:
Caller reported results from two aviva systems. Aviva system 1: 149 9:01 pm 216 9:03 pm 124 9:04 pm 209 9:24 pm aviva system 2: 268 8:31 pm hi 8:56 pm, hi, which on the system indicates a result in excess of 600 mg/dl 355 8:59 pm hi 9:00pm no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
(B)(4).